Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-00806. This report is being submitted as additional information. Additional information. It was initially reported that the device was returning for analysis; however, the device was not returned. Multiple attempts for product return were sent to the customer with no success. Approximate age of device - 3 years, 6 months. Manufacturer's investigation conclusion: no product was returned for evaluation. The reported low flow alarms and pump stoppage events were confirmed based on the evaluation of the submitted system controller log files; however, the cause of these events could not be conclusively determined. The log files captured multiple pump stoppage, low speed hazard alarms, low flow hazard alarms, and no external power alarms. The pump stoppages were recorded while the vad system was operating on batteries. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that around 4:30pm yesterday, the lvad system produced low flow and pump stoppage alarms. X-rays taken were reviewed by lvad team and two areas of shield breakdown approximately 4 inches from exit site were noted. Due to the pump stoppages happening on batteries, and a short-to-short expected, the team made a decision to perform a pump exchange. A subcostal approach was used off cardiopulmonary bypass, (cpb) with exchange of motor only was completed. The patient tolerated procedure well. No additional information was provided.

Manufacturer narrative:
Patient age has been corrected to 49 years old.